Manufacturer narrative:
Per additional information received on january 6, 2026, indicated that the patient underwent bilateral replacements with unspecified implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on january 28, 2026, the patient rescheduled for removal surgery on (B)(6) 2026. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on march 11, 2026, the patient underwent bilateral replacements per following: l/ sn: (B)(6), r/ sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contractures unknown grade, breast mass. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent a breast augmentation primary with mentor memorygel, 400cc silicone prosthesis experienced bilateral capsular contractures unknown grade, right sided local reaction, and symptomatic rupture, and left sided breast mass post operation. The imaging diagnosed the issue. As a result, the patient scheduled for bilateral removal surgery on (B)(6) 2026. This report relates to the left side.